Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. No further information was available.

Event description:
New information received noted that another instance of noise was detected on the right ventricular (rv) lead. The noise was reproducible and programming change was made.